Event description:
The customer was hospitalized for low blood sugar levels and to make sure the pump was functioning properly. It was indicated that the customer was in the heat, mowing yard and blood gulcoses went low. The paramedics were called to assist the customer and then was hospitalized. The nurse reported that by the time the customer was admitted at the hospital, blood glucoses were high. It was confirmed that the pump programming was accurate and passed the leadscrew test. The md will adjust the customer's basal rates to regulate blood glucoses.